Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to the high blood glucose level and diabetic acidosis on (B)(6) 2018. The customer¿s blood glucose level at the time of the incident was 719 mg/dl. The customer¿s current blood glucose level was 248 mg/dl. The customer was treated by manual injections and blood glucose went down. Customer was wearing the insulin pump at the time of hospitalization. The customer was feeling vomiting symptoms related to the high blood glucose level. The insulin pump will be returned for the analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.